Event description:
It was reported that there was a pt that fell from the chair because the recliner is too high despite the additional footrest. There was no apparent injury as a result of the fall. No change in medical treatment plan.